Manufacturer narrative:
The device was reprogrammed and remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that the transvenous left ventricular (lv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range pace impedance greater than 2,000 ohms pace impedance. Further follow up regarding the device system was yet to be done. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific recently received information that one month after the event, the left ventricular lead was reprogrammed to remedy to initial issue. Impedance levels were successfully lowered to 400 ohms. However, (B)(6) months later, the lead once again recorded pacing impedance levels of 2000 ohms. At a recent follow up, the clinician noted this high impedance level, and inquired why a yellow alert was not generated via the latitude patient monitoring system. It was determined that the yellow alert from the initial impedance yellow alert was never cleared, and therefore was not generated 5 months later when the pacing impedance level reached 2000 ohms again. No other lead or device issues were noted, and it was determined the lead would be replaced at the next normal device change out. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that 2 years after the initial event, this device was explanted for normal battery depletion and returned for analysis. No further allegations or adverse patient effects were reported.

Event description:
Additional information was received that at a recent follow up, it was noted the high impedance levels on the left ventricular lead had persisted. However it was also noted that the pacing thresholds had risen and resulted in non capture on the lead. The lead was programmed off to preserve device longevity as left ventricular therapy was determined to not be essential for the patient. Further troubleshooting options will be discussed with the physician. No adverse patient effects were reported.